Manufacturer narrative:
Complaint sample was not returned for evaluation however, a picture was provided: DHR - no anomalies. Failure analysis: the product was not returned for investigation but based on the photos provided the complaint was confirmed. The hakim precision valve was delivered with ID card for hakim programmable valve. Root cause: the investigation done through a non-conformance determined that the prior legal manufacturer (jnj) of this code had never complied with "international standard that governs requirements for sterile, single-use, non-active hydrocephalus components".

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the patient ID card for a programmable valve came attached to a precision valve. Surgeon had to check he was placing the correct valve, checking on a red sticker on the internal packaging stating non programmable valve, and also visually inspected the valve to ensure it was the correct valve. There was no consequences for the patient; few minutes surgical delay.